Event description:
It was reported a patient underwent a shoulder hemi arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to glenoid loosening. The modular head and polyethylene glenoid were removed and replaced.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Root cause for loosening of the glenoid component was unable to be determined.